Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and contrast buttons were intermittently responsive and the up arrow was unresponsive; the ok button responded appropriately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. During investigation, evidence of contamination was found under all key contacts.